Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with 350cc mentor memorygel breast implants and experienced postoperative symptoms. The patient reported that her symptoms included the following: numerous nodules in her right breast, sharp pains in her right breast, hashimoto's disease, epstein-barr, and calcium deposits. No device issue such as rupture was reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's right-sided device.

Manufacturer narrative:
Additional information: a manufacturing record evaluation for the complaint device could not be performed, since the physical record could not be located. An internal corrective action has been opened to address this issue. If the physical record is located, a manufacturing record evaluation will be performed, and a supplemental report will be submitted. Manufacturer's reference number: (B)(4).